Event description:
It was repored that balloon rupture occurred. The target lesion was located on a coronary vessel. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 8cm distal from the strain relief. There was contrast and blood in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected at the distal marker band. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was repored that balloon rupture occurred. The target lesion was located on a coronary vessel. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilatation. However, on the first inflation at 12 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.